Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5073274) on 30-nov-2017. The most recent information was received on 27-jul-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("major bleeding during my periods (hug clots)/ periods are getting heavier") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (baby aspirin) and sumatriptan (imitrex). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("stabbing pelvic pain"), abdominal pain lower ("intensely painful cramps"), ovulation pain ("painful ovulation"), arthralgia ("lots of joint pain"), weight increased ("weight gain"), abdominal distension ("stomach bloating"), alopecia ("hair falls out like crazy"), dyspnoea ("feel short of breath"), tooth fracture ("teeth chip") and restless legs syndrome ("restless leg syndrome"). The patient was treated with surgery (in 2012, she had ablation to stop the bleeding). At the time of the report, the menorrhagia, pelvic pain, abdominal pain lower, ovulation pain, arthralgia, weight increased, abdominal distension, alopecia, dyspnoea, tooth fracture and restless legs syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, dyspnoea, menorrhagia, ovulation pain, pelvic pain, restless legs syndrome, tooth fracture and weight increased to be related to essure. The reporter commented: patient mentioned she was planning to have a hysterectomy to change the symptoms reported. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5073274) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("major bleeding during my periods (hug clots)/ periods are getting heavier") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (baby aspirin) and sumatriptan (imitrex). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("stabbing pelvic pain"), abdominal pain lower ("intensely painful cramps"), ovulation pain ("painful ovulation"), arthralgia ("lots of joint pain"), weight increased ("weight gain"), abdominal distension ("stomach bloating"), alopecia ("hair falls out like crazy"), dyspnoea ("feel short of breath"), tooth disorder ("teeth chip") and restless legs syndrome ("restless leg syndrome"). The patient was treated with surgery (in 2012, she had ablation to stop the bleeding). At the time of the report, the menorrhagia, pelvic pain, abdominal pain lower, ovulation pain, arthralgia, weight increased, abdominal distension, alopecia, dyspnoea, tooth disorder and restless legs syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, dyspnoea, menorrhagia, ovulation pain, pelvic pain, restless legs syndrome, tooth disorder and weight increased to be related to essure. The reporter commented: patient mentioned she was planning to have a hysterectomy to change the symptoms reported. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.